Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the "b" button was not responding. Customer's blood glucose was over 300 mg/dl. Insulin pump passed self-test. Customer was advised to monitor insulin pump.